Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving compounded baclofen of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that while interrogating the pump, there was a warning that pump had stopped working. Interrogation revealed a motor stall occurred and a stopped pump period may exceed tube set occurred. There were no known factors that may have led or contributed to the issue. No intervention was taken. It was unknown if surgical intervention was planned. The issue was not resolved as of (B)(6) 2022. The patient was without injury regarding their status as of (B)(6) 2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The patient¿s medical history included multiple sclerosis since 2011. The patient did not experience any symptoms related to the event. It was noted thatfrom the healthcare provider¿s experience, if a pump stops working for a few hours a day the drug would still be effective for a few hours so the patient would not feel that. No actions were taken to resolve event. The patient had come to their regular control on 2022-apr-20, and the pump was working properly. The event was indicated as having resolved spontaneously. The pump was now working properly.